Event description:
The patient reported that while in the processing of shutting down a laptop computer, the patient picked up the computer and put it near their heart and then "felt a change, similar to when they do a device check but not quite like this, in fact, I dropped my laptop because of it." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant products: 1346t competitor lead, implanted: (B)(6) 1999. (B)(4).